Event description:
During ed visit urine for drug screen received and tested. Pt c/o that the drug screen positive results were "in error" eleven days later. Pt's specimen retreived and retested. All results negative. MFR notified, facility received technical bulletin and information detailing possible false positive reactions.